Event description:
The patient developed cellulitis to left axilla. The patient needed antibiotics (doxycycline & keflex) & wound care for their abscess. The issue is resolving.

Manufacturer narrative:
A review of the system data was performed on (B)(6) 2023 and there was no issues found that would have caused the adverse event.